Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient noticed iodine leaking from the crack in the minicap. The minicap cracks after the patient secures it to the transfer set. The patient reported that no damage was observed prior to using the minicap and that the leak from the minicap occurs anywhere between a few minutes to an hour after securing the minicap to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
(B)(4). Manufacturing date -- (B)(6) 2013. The actual device was not returned; however, a companion sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Underwater pressure testing was performed with no leak detected. The sample met all specifications and the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.